Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, constant upstream occlusion was unable to be reproduced during testing. A review of the event history log identified upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had constant upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.